Event description:
The account alleged the side rail is not locking and the patient fell out of the bed. The account reported the patient has injuries.

Manufacturer narrative:
The technician investigated and found the side rail is not locking due to the side rail lock being broken. The technician replaced the side rail lock to resolve the issue. The technician stated he was not present at the time of the alleged incident. Each bed including this particular bed is checked thoroughly and to always ensure that the side rails lock properly. On occasion when the side rail mechanisms break, it is sometimes from people improperly pushing the beds (using the side rails as handles to push the bed which causes the locking mechanism to break instead of pushing the bed from the head and foot boards). To the best of the technician's knowledge it cannot be determined whether or not the locking mechanism broke inside the hospital through improper use of the bed. In addition, it also cannot be determined whether or not the side rails were even being used at all when the alleged incident took place. No further information is available on the alleged injuries.